Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Prior to cse arrival, the customer replaced a probe insert and a probe test, which passed. The cse ran mixer diagnostic tests and alignment diagnostic tests on reagent probe 1(r1) and reagent probe 2 (r2), which passed. The cse aligned loci arm and loaded all cuvette vessels without issue. The cse performed full inspection on the ring for dirty vessel slots and all were clean. The cse ran a check on the integrated multisensory technology (imt) probe due to failing air readings during probe test. The cse replaced probe integrity cuvette and ran full quick check, which was successful. The cse reset loci baseline and ran 50 empty loci vessels through the loci reader, which failed randomly. The cse replaced the loci module due to a contaminated chamber. The cse also replaced loci arm belt and vacuum assembly. The cse verified auto alignment of loci arm reset loci baseline statistics and ran quick check, which was successful. The cse ran baseline reset, which failed the loci module. The cse ran 50 empty loci vessels through the loci readers, which failed during last 5 tests, gain ratio check failed. The baseline method test also failed. The cse installed a new loci reader and ran system check, which passed. The cse ran service method to reset loci baseline. The cse ran quality controls, which was out of range. The cse concluded that loci methods need recalibration. The instrument was operational upon departure. The cause of the customer reporting patient results while qc was out of range is failure to follow instructions. The cause of qc level being out of range is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension vista 1500 instrument contacted the siemens customer care center (ccc). Level 1 quality controls (qc) was out of range on the sodium (na) assay. Patient results were reported while qc was out of range. It is unknown if discordant results were obtained. There are no reports of patient intervention or adverse health consequences due to the customer reporting patient results while qc was out of range.

Manufacturer narrative:
The initial MDR 1226181-2015-00660 was filed on november 20, 2015. Additional information (11/11/2015): a siemens customer service engineer (cse) was re-dispatched to the customer site. The cse replaced the integrated multi-sensor technology (imt) probe, imt tubing, imt bulk fluids tubing, imt mixer, sample probe 1 mixer, sample probe assembly 3 and an aliquot probe. The cause of qc being out of range is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.